Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right femur was revised due to a femoral shaft periprosthetic fracture. A 17 x 127 stem and cement plug were revised to a 13 x 127 stem and two extension pieces. Rep confirmed that no further information will be released.